Event description:
The complainant alleged that while attempting to defibrillate two different patients, age, gender and event dates unknown, the device screen blanked out. The complainant indicated it was the same device on both events although the serial number is unknown. On one occasion the device momentarily blanked out and came right back on but displayed a "poor pad contact" message on the display. On the other occasion the device again momentarily blanked out upon administering of a defib shock to the pt. The complainant originally reported the first event on 12/07/2000 and at that time they did not know the serial number of the device or any pt information. They again called zoll on 12/11/2000 and indicated that they had four mseries devices and were unsure which one was used during these two incidents. They will be sending in all four devices to zoll for evaluation against this reported malfunction. The complainant did not indicate there was any adverse effect to either of the patients as a result of the reported incidents.